Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1078376 was satisfactory per internal procedure. Filling, autoclaving, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and two other complaints have been taken on this batch for cracked/ broken tubes. Retention samples from batch 1078376 (100 tubes) were available for inspection. No defects were observed in 100/100 retention tube samples. There were no cracked tubes observed in 100/100 tubes. No photos were received to assist with the investigation. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend for cracked tubes. Bd ships product in temperature controlled trucks to distribution centers. Distribution centers are provided with shipping and storage guidelines. Mishandling of the product and vibrations during shipping can cause broken tubes.

Event description:
It was reported that a bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml broke while containing a patient sample. There was no report of patient impact. The following information was provided by the initial reporter: customer found tube that was cracked, and only had about 25% of the liquid remaining. Customer will attempt to get lot number of the tube. Asked customer if the patient had any history of positive afb cultures. Customer did not know, but said he will follow up with the information. Techs were wearing masks, gloves and gowns. Advised customer that they should turn off the instrument, but they do not want to do so, stating everyone in that room has ppe on. 1 tube affected.

Event description:
It was reported that a bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml broke while containing a patient sample. There was no report of patient impact. The following information was provided by the initial reporter: customer found tube that was cracked, and only had about 25% of the liquid remaining. Customer will attempt to get lot number of the tube. Customer was asked if the patient had any history of positive afb cultures. Customer did not know, but said he will follow up with the information. Techs were wearing masks, gloves and gowns. Advised customer that they should turn off the instrument, but they do not want to do so, stating everyone in that room has ppe on. 1 tube affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.